Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to weight loss, and the ipg was bulging out. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced with a thinner ipg. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.